Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 7073221.

Event description:
It was reported that a few days after the trial implant the physician observed liquid clustering at the clik anchor location in the back. The physician kept the patient under observation for two weeks before deciding to explant the clik anchor and the lead. No infection was detected, but the patient was given antibiotics during the procedure. The symptoms subsided following the explant, and the patient is doing well postoperatively. The devices were retained by the facility and were not returned for analysis.

Event description:
It was reported that a few days after the trial implant the physician observed liquid clustering at the clik anchor location in the back. The physician kept the patient under observation for two weeks before deciding to explant the clik anchor and the lead. No infection was detected, but the patient was given antibiotics during the procedure. The symptoms subsided following the explant, and the patient is doing well postoperatively. The devices were retained by the facility and were not returned for analysis.

Manufacturer narrative:
Correction to field h6: impact codes. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: 7073221.